Manufacturer narrative:
The insulin pump passed the functional tests. However, the display had missing segments due to a cracked connector. A cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in the hospital for high blood glucose and insulin pump sustained damage on the screen. The customer's blood glucose was 321 mg/dl at the time of the report and she was treated with injection. The insulin pump reportedly fell a couple of times and the screen had lines on it and was broken in half. The customer did not know her blood glucose at time of hospitalization. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.